Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 7278 implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2007, explanted: (B)(6) 2013; product ID 5076 implantable pacing lead, implanted: (B)(6) 2007, explanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported the patient is septic. It was also reported the implantable tachy lead had a fracture. The device and leads were removed and replaced on a later date. No further patient complications have been reported as a result of this event.

Event description:
It was reported the patient is septic. It was also reported the implantable tachy lead had a fracture. The device and leads were removed and replaced on a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.